Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Visual examination of the provided x-ray images confirmed the reported event. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 5 months post total hip patient presented to the surgeon's clinic after a "pop" in his hip and subsequent audible griding. Xrays revealed a disassociation of his polyethalene liner from the acetabular cup. Patient was brought to the or and the acetabular component was revised to a competative system. This patient is also a lawyer. Doi: (B)(6) 2019, dor: (B)(6) 2019, left hip.